Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, noise was observed on the patient¿s implantable cardioverter defibrillator. The leads were repositioned to avoid the noise. Noise was still observed so the system was turned off. The patient was stable post procedure. No further information was available.